Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
Initial MDR is being submitted based on serious injury. "The portion of the initial stent that was broken off in vessel was braced by a new successfully deployed stent." As reported to customer relations: " for an unknown procedure the zilver ptx stent-120 cm length was used. The stent had broke. The patient is okay. The physician was able to use another of the same and deployed to hole the broken stent."

Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: as reported to customer relations: "for an unknown procedure the zilver ptx stent-120cm length was used. The stent had broken. The patient is okay. The physician was able to use another of the same and deployed to hole the broken stent." Device evaluation: the zisv6-35-125-7-120-ptx device of unknown lot number involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. The customer was contacted to request additional information. At the time of the investigation, the information has not yet been provided. The investigation will be updated once the information is available. The device related to this occurrence underwent a laboratory evaluation on the 29th march 2018. On evaluation of the returned device, it was noted that the device was a 125cm long delivery system, and was marked as a 7mm by 120mm stent. There was no damage observed on the stent retraction sheath (srs) or on the stability sheath (ss). The device was returned with the safety trigger depressed. The stent retraction wire was found to be exiting the handle at the thumbwheel. 9.8cm of the stent was still loaded in the srs, and there was evidence of stent fracture. The device was flushed, and a 0.035¿ diameter wire guide was advanced through the device with no issues. The device handle was opened, and the stent retraction wire was found to be separated from the stent retraction sheath. The evaluating engineers attempted to release the stent, but this damaged the stent. Damage was found on the proximal inner component, at the location of the first laser cut. Complaint is confirmed as the failure was verified in the laboratory. The stent retraction wire was found to be separated from the stent retraction sheath. Possible causes for this occurrence could include the damage to the proximal inner component. The damage at the first laser cut could interfere with the retraction wire/srs joint and create resistance during deployment. This resistance could have caused or contributed to the retraction wire separating from the stent retraction sheath. The damage on the proximal inner could have occurred due to a difficult patient anatomy or device handling. However, as the information has not yet been provided, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use . A CAPA has been initiated to document and track the actions taken to investigate the stent retraction wire/stent retraction sheath joint separation. Document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. Summary: complaint is confirmed as the failure was verified in the laboratory. The stent retraction wire was found to be separated from the stent retraction sheath. The risk will be assessed for this complaint once the information has been provided, and once completed the investigation will be updated with the risk details. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken stent portion was covered with another stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to update the investigational results initial MDR is being submitted based on serious injury. "The portion of the initial stent that was broken off in vessel was braced by a new successfully deployed stent." As reported to customer relations: " for an unknown procedure the zilver ptx stent-120cm length was used. The stent had broke. The patient is okay. The physician was able to use another of the same and deployed to hole the broken stent."